Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Mw 4633010000-2018-8012 was erroneously referenced under the initial MDR. After further review, it was determined this event is not related to that report nor is there any evidence to suggest the initial reporter also reported this event to FDA. Device evaluation the complaint device was not returned; therefore, no physical examinations could be performed; however, the customer did provide an image of the device clarifying that they separation of the catheter tubing was observed on the extension tubing near the proximal hub. Additionally, a document based investigation evaluation was performed. Investigation a document-based investigation reviewed the following: drawing, instructions for use, quality control specifications, specifications, complaint history and device history records. A review of the device history record of the finished product shows no nonconforming events. A complaint history search revealed one other complaint has been reported from lot 8976554 for the same failure mode. The IFU states: intended use "cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are intended for short- or long- term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for the use with power injectors for delivery of contrast in CT studies¿the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and flow rate may not exceed the maximum flow rate indicated¿" the table for injection pressure indicates that for 4fr double lumen catheters, the orange hub can withstand maximum flow rate of 3ml/sec with an injection pressure limit setting of 325 psi, and the white hub cannot be power injected. " warnings "the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube." How supplied "upon removal from package, inspect the product to ensure no damage has occurred." The device is also shipped with a pocket guide for the use, care, and management for peripherally inserted central venous catheters (piccs). It notes: "the following information is intended to serve as a quick reference tool. For complete instructions and guidelines on the use, care, and management of peripherally inserted central venous catheters (piccs), please consult your facility's policy documentation, the device's instructions for use (IFU), and the appropriate guiding organizations and societies." Conclusion based on the information provided, examination of the device photo, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no additional escalation is required. The appropriate personnel were notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient of unknown age & gender underwent a PICC line insertion procedure which the turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC, g34548, was used. The device was found cracked at the junction between the tubing and manifold when the line was injected. Power injection was not used performed at any point this device was in use. The patient was brought to ir for sedation and device replacement. As reported, the patient did not experience any adverse effects due to this occurrence.